Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported recurrent mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on july 30, 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted, reducing the mr to a grade of 1. On july 31, 2024, a transthoracic echocardiogram (tte) was performed and revealed a tear, causing the mr to increase to a grade of 3-4. The clip was stable on the leaflets.